Event description:
On thursday, 17 september 1998, preliminary information was received by the innerdyne, inc, quality compliance department from sales representative, regarding one (1) incident involving a 10mm step disposable product. Numerous attempts were undertaken to confirm the reported information through the involved physician, with definitive response provided on tuesday, 27 october 1998. The episode occurred during a laparoscopy procdure on a patient under the hand of dr. The step product was successfully placed, with the working channel established. A 5mm reducer cap was placed on the 10mm hub, for passage of surgical instruments. During routine passage of an ultrasonic instrument (ie, harmonic scalpel) into the working channel, the inner diameter (ID) of the reducer cap was dislodged. The dislodged material was not located, nor could it be accounted for. An exploratory search was undertaken, with nothing located. The remaining procedure was completed without further incident. The procedure was brought to conclusion and the patient was closed, taken to recovery, and is reported fine at this time without medical sequelae. Therefore, the event is reported for the possible leaving of a foreign material in the abdominal region. Secondary surgical intervention, above and beyond the original procedure, was not undertaken. The involved product was returned to innerdyne, inc, and an investigation has been completed and documented according to established procedure.